Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) due to sinus arrhythmia and ectopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected an atrial fibrillation (af) episode due to premature atrial contractions (pac). The device remains in use. No patient complications have been reported as a result of this event.